Event description:
It was reported that the patient underwent surgery to treat l4 to s1 nonunion and loosened hardware. Redo, l4 to s1 instrumentation; and redo, l4 to s1 arthrodesis using bone morphogenetic protein. At 287 days post-op, the patient underwent surgery to treat l4 to s1 nonunion, failed fusion and lumbar instability. Underwent alif l4-5 and l5-s1 and redo transverse process fusion l3-s1 using peek cage and bone morphogenic protein.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.